Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5135821.

Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure. The explanted devices were not returned to bsn.